Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically low pacing impedances that briefly dipped below the alert thresholds, triggering the lead warning. The lead remains in use. No patient complications have been reported as a result of this event.